Event description:
Generator product analysis was completed. The alleged high impedance was not duplicated in the product analysis, or pa, lab. Diagnostics demonstrated accurate measurements with various electrical loads attached to the generator. The device performed according to functional specifications. There were no performance or other adverse conditions found with the generator. Lead product analysis was completed. The alleged lead fracture was not confirmed in the product analysis, or pa, lab. The portion of the lead containing the electrodes were not returned for analysis and, therefore, a complete evaluation could not be performed on the lead. The condition of the return lead portion was consistent with those typically following explant. No obvious anomalies were observed. Setscrew marks found on the lead pin indicated that a good electrical and mechanical connection was present at one time. No discontinuities were identified in the continuity check. There was no evidence to suggest discontinuities in the returned lead portion.

Event description:
The patient underwent a full vns replacement surgery due to high impedance. The explanted products were received by the manufacturer and are pending product analysis.

Event description:
It was reported that during a full vns replacement surgery, the surgeon removed the vns lead pin, wiped it off, and reinserted it into the vns generator. The high impedance was resolved during testing out of and in the generator pocket. The surgeon decided not to replace any products at this point. The company representative's tablet that was used to run pre-operative diagnostics data was reviewed by the manufacturer and the impedance values began to vary greatly shortly after the implantation of the generator, which is indicative of incomplete lead pin insertion. However, the previous generator's internal data was reviewed and revealed that high impedance had been present for years on that generator, which was initially reported to have replaced prophylactically (no lead replacement), which was indicative that a lead fracture was present. It was later reported that the patient's vns displayed high impedance at a follow-up visit. The patient's vns was programmed off. No relevant surgery to address the observed high impedance is known to have occurred to date.

Event description:
It was reported via warning messages on the physician's programming tablet that high impedance was observed on the patient's vns during interrogation and that the vns may be unable to deliver the current. It was stated that vns was disabled and that x-rays were ordered. The patient was referred for replacement surgery. The x-rays have not been reviewed by the manufacturer to date. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.